Manufacturer narrative:
The device was not returned for evaluation as it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some user or procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore, review of the manufacturing records could not be completed. Invasive procedures involve some form of patient risk. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the potential complications. An incorrect flow rate on a dpt can result in significant unintended fluid delivery which can pose a risk to the patient. As previously stated, it is unknown at this time whether an adult or pediatric dpt was being used and if a pediatric dpt, whether the system was on a pump. Use of a pump on a pediatric dpt system can prevent incorrect flow rate from occurring. An edwards representative met with a clinical nurse specialist and nurse educator after the event and an in-servicing was performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported 500mls of normal saline was infused into a (B)(6) patient when using the vamp jr and disposable pressure transducer (dpt) system. The fluid was infused over a 4-hour time frame. The dpt system was on a pressure bag set-up using 300mmhg. It is unknown at this time whether an adult or pediatric dpt was being used and if a pediatric dpt, whether the system was on a pump. There was no patient injury reported. The device was discarded at the hospital.